Manufacturer narrative:
Sorin group (B)(4) manufactures the scp control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the scp control panel did not display flows during priming. There was no pt involvement. A sorin group field service rep was dispatched to the facility to investigate. While at the facility, the service rep replaced the flow control board and subsequent testing found the equipment to be functioning properly. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the scp control panel did not display flows during priming. There was no pt involvement.